Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported there is moisture in his infusion device. Patient stated he changed the insulin cartridge and the adapter but there is still leakage. Patient reported his blood glucose level went up to 20 mmol/l (360 mg/dl). Patient's normal blood glucose level was not provided. Treatment received was not provided. Patient stated the infusion device did not give an alarm. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.